Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the customer was unsure of the defect reported by surgeon and is reaching out for more information. There was a patient contact. Additional information was received and stated, in the surgeon opinion either lens was already scratched or the inserter was bent and scratched the lens, but it was noted in the cartridge. So, the lens was removed to check and scratch was seen so it was not refolded. A new lens was used to complete the procedure on the same day.